Event description:
The customer reported that during the procedure, the device was used to seal tissue and there was minor bleeding noted when the device was removed. There was minor bleeding noted when the device was removed. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.